Event description:
Additional information was reported that the patient wanted an updated system so a replacement was scheduled.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep and it was reported that the patient cancelled spinal cord stimulation (scs) replacement while they resolve medical issues unrelated to scs therapy. With por cleared, the patient was able to utilize scs and will reschedule replacement. Date not yet determined.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that two years ago at the beginning of september the patient was having difficulty charging the ins and became frustrated, so they stopped charging it. As a result, the ins has been dead for almost two years. The patient just tried charging it again yesterday because they were scheduled for an MRI to check on an unrelated t2 compression fracture (broken sternum). The patient stated that when they attempted to charge, the recharger wouldn't recognize it. It was reviewed that the ins was possibly overdischarged and the patient was redirected to their healthcare provider (hcp) for assistance. Patient services reviewed instructions for activating MRI mode and determining MRI eligibility. No symptoms were reported. Additional information was received from a consumer via a manufacturer representative (rep). It was reported that the patient tried to charge the ins, but it was in an overdischarged state. The rep performed a pmr and cleared the power on reset (por). The overdischarge was reported to have resolved, however surgical intervention was planned. The patient was scheduled to have the ins replaced on (B)(6) 2020.